Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. No capture, high impedance and undefined impedance were also noted on the rv lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.